Event description:
The event is reported as: the applier broke during use. The applier's pinchers were stuck on the clip. No pieces of the applier fell into the pt. No further info available at time of this report.

Manufacturer narrative:
Device is available for investigation but has not been returned to manufacturer yet. The results of the investigation are not available at the time of this report.